Manufacturer narrative:
Method: medical review. Results: per medical review: the patient completed 48-month follow-up form for icl on (B)(6) 2016 and reported decrease in visual acuity to 20/30. No reported secondary surgically or medically intervention scheduled or performed. Icl remains implanted. No additional information was received to date. Seriousness is based on no clarification if decrease to 20/30 reflected best corrected or uncorrected visual acuity. The reassessment will be performed when/if additional information is obtained from the doctor. Conclusion: based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens remains implanted. Method: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her left eye (os) on (B)(6) 2011. The patient reported a loss of vision and vision is at 20/30. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the facility were unable to agree with the patient report. The date of the last visit was (B)(6) 2012. Prk surgery was performed on (B)(6) 2012 in both eyes, patient was 20/15 ou before prk, 20/20 ou post prk. Patient had general va check in (B)(6) 2015, va: 20/20 od and 20/25 os. (B)(4).